Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving intrathecal baclofen (unknown) and dilaudid at unknown concentration/dose via an implantable pump non-malignant pain. The patient reported that they had 'almost od'd on dilaudid/baclofen'. The patient also stated, 'the pump released dilaudid and baclofen into my system'.

Event description:
Additional information received from a patient indicated that the event was first observed on (B)(6) 2023. The patient stated that there was no information provided to reasonably suggest the pump medication was being delivered unintentionally or in a matter greater than prescribed. The patient stated that the issue had not resolved and that they cancelled everything. The patient further reported that they didn't want the pump and that they would suffer and pain. They couldn't even find out from a mdt rep or anyone about removing or keeping it in and they were fed up. The patient believed they were going to seek legal counsel. The patient stated that their facility wasn't helping with anything and "15 years dry pump and they offer nothing no call and at times hard to get answer from medtronic". The patient stated they needed to know the procedure to remove the pump "or stays". The patient further stated that this was a very scary thing to happen and she shouldn't have to worry about a pump winding down and leaking drug into her body and telling the facility they did and said nothing that's not good for other patient or mdt.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.